Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify prime/fill anomaly due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had rewind anomaly. Customer blood glucose level was unknown. Customer also stated that the during the rewind of insulin pump the piston was not went down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The device will be returned for analysis.